Event description:
According to customer, an incorrect platelet result was generated by an lh 750 instrument. The incorrect platelet (plt) result was 168 x 10 (3) cells/ul. The incorrect plt result was not flagged by the instrument. The incorrect plt result was not reported out of the lab. The customer indicated that plt result was suspected to be erroneous after reviewing the mcv (mean cell volume calculation). The mcv result was 55.6fl. The low mcv (<60fl) result prompted the customer to do a manual slide review. The plt estimate from the manual slide review was 400 x 10 (3) cells/ul. The customer indicated that after getting a higher manual slide plt estimate, the pt sample was retested for plt on a different hematology analyzer. The repeated plt result was 412 x 10(3) cells/ul. The customer indicated that there was no change to pt treatment that can be attributed to this event.